Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Information received regarding a patient who had 30mm amplatzer atrial septal occluder (aso) implanted to close a large secundum atrial septal defect (asd) on the (B)(6) 2021. A routine pre-discharged echo was performed on (B)(6) 2021, which revealed embolization on the device to the proximal left pulmonary artery (lpa). The patient was brought back into the lab and the device was retrieved using a 30mm ensnare. Intra-cardiac echocardiography (ice) did not demonstrate evidence of tricuspid or pulmonary valve damage or regurgitation. However, the inferior atrial septal rim was found to be deficient and subsequent attempts at transcatheter asd occlusion were not made.

Manufacturer narrative:
An event of the device embolizing into the left pulmonary artery was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.